Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01383/ 01385). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that patient enrolled in clinical study, underwent left total hip arthroplasty (B)(6) 2003. A subsequent incision and drainage was performed (B)(6) 2003 due to a hematoma. There has been no reported revision procedure. No further information has been provided.